Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact indicated the device was repaired and returned to clinical service. This report represents all the information known by the reporter upon query by hospira personnel.